Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown duration on their abdomen. An itching sensation was noted; the pod was removed due to high blood glucose levels and a leak. The insertion site was observed to be red with a large hole. The patient sought medical attention at an urgent care facility on 19 jan 2026 and was treated with antibiotics. The patient has ceased using omnipod therapy.